Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Troubleshooting was not performed as the customer could not clear the button error alarm. Customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 123 mg/dl at the time of the call. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratches on the lcd window, broken reservoir tube lip, missing o-ring in reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.